Event description:
An optometrist reported a case of bilateral severe dry eyes at one month post lasik treatment. Reporter noted patient vision is good, but complains of dryness at work. Patient noted "eyes are severly dry and painful. Uses artificial tears all the time." Add'l info received from reporter indicated the patient was referred to corneal specialist for suspected underlying blepharitis. There are two related reports for this patient. This report will address the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).